Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings:a review of the black box and alarm history showed multiple call service 052 slave communication error failures. A call service 069 alarm was reproduced at power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The original complaint of a call service 052 alarm could not be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.